Event description:
It was reported the lead was not functioning and was replaced. No patient complications have been reported as a result of this event. Additional information was received, stating the lead was replaced due to high thresholds.

Manufacturer narrative:
It was reported the lead was not functioning and was replaced. No patient complications have been reported as a result of this event. Additional information was received, stating the lead was replaced due to high thresholds. No conclusion can be drawn device, inoperable high threshold.